Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany inner foil was not welded correctly. Due to this fact a steril withdrawal is not guaranteed.

Manufacturer narrative:
Samples received: 1 pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one pouch where the second pack is not properly sealed. According to the customer information received, the customer only found this unit wrong in the box. The second pack protects the inner package from external contamination (microbial barrier). In case that second pack is open/broken, the product sterility is compromised. After investigation, the root cause more probable is that there has been a displacement of the paper of the second pack in the sealing machine and the operator did not notice that the unit is non-conforming. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: we have opened a corrective/preventive action. Event was pre-operative. (B)(4).

Event description:
Event was pre-operative.